Event description:
It was reported the insulin pump alarmed button error and customer was unable to clear that. The device was not dropped or exposed to moisture. Customer stated they wear the device in her bra. Customer was advised to revert to back up plan. Customer's blood glucose was 4.7 mmol/l. No further information reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. The device had cracked display window corner, broken belt clip slot at battery tube threads area and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.